Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. Upon receipt, the device was interrogated and was found to be above the elective replacement indicator. The device was tested on the bench and no anomalies were found. The cause of the reported noise could not be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, every time the physician touched the implantable cardioverter defibrillator with his gloved hand he would introduce noise to the right ventricular channel causing oversensing. He reseated the right ventricular lead several times with the same result. Physician then tested the lead through the pacing system analyzer and did not see any noise or other issues. Physician elected to change out the device and no oversensing was noted on the new device. Patient experienced no consequences.